Manufacturer narrative:
As of today, no additional information is avaialble. At this time, our investigation is complete. Should additional information become available, thie report will be updated.

Event description:
Boston scientific received information that the patient with this implantable lead received inappropriate shock therapy due to oversensed atrial activity. The patient presented to the emergency room where it was discovered, via x-ray, that the lead had dislodged. The physician decided to turn the device off. A lead revision procedure was performed a few days later where the lead was explanted and replaced. It was later revealed that the patient had fallen which may have contributed to the dislodgement. There were no additional adverse patient effects reported.